Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: total hip arthroplasty. Description of event: [name] hospital. This is a complaint from the market. Report from the sales rep. When using a reamer, it hit the protector and tore the sheath. Clinical sample and not accustomed to using the protector. So, reamer hit it. This unit will not be returned. Discarded at hospital due to infection (hbs antigen +). Type of intervention: the product was removed and surgery continued. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the complainant¿s experience of sheath tear. It was also noted the tear was jagged and there were several missing fragments in the sheath. Based on the description of the event and the photos provided, it is likely that a sharp object or instrument came into contact with the sheath, resulting in the tear and fragmentation.

Event description:
Procedure performed: total hip arthroplasty. Description of event: [name] hospital. This is a complaint from the market. Report from the sales rep. When using a reamer, it hit the protector and tore the sheath. Clinical sample and not accustomed to using the protector. So, reamer hit it. This unit will not be returned. Discarded at hospital due to infection (hbs antigen +). Type of intervention: the product was removed and surgery continued. Patient status: no impact.